Event description:
It was reported that the patient had an artificial urinary sphincter balloon explanted and replace due to an unspecified reason. Further information was requested and not yet received.

Manufacturer narrative:
Addiional information: the patient was dissatisfied about the efficacy of the sphincter. The physician did not want to dissect the patients urethra again.

Event description:
It was reported that the patient experienced dissatisfaction with the efficiency of the sphincter with the artificial urinary sphincter (aus). The physician did not want to dissect the patient urethra again. The aus balloon was explanted and a new aus balloon was implanted.